Manufacturer narrative:
(B)(4). Exact date of event not provided however the reporter noted it was right after implantation, (B)(6) 2015. If implanted, give date: patient thinks implant date was (B)(6) 2015. If explanted, give date: not applicable as the lens remains implanted to date all pertinent information available to abbott medical optics has been submitted.

Event description:
A (B)(6) female patient called that she is experiencing blurred double vision with shadows combined with halos and starbursts after having an intraocular lens, model zkb00, implanted in her right eye in (B)(6) 2015. The patient has had a prior iol implanted on her left eye, another manufacturer (no date given), and experienced halos so the doctor recommended zkb00. The starbursts were seen immediately after implant. She has seen the surgeon on several occasions and the surgeon indicated that she had dry eye and recommended over the counter eye drops. Ellen had to stop it because her eye lids became irritated. She had gone to another surgeon, no name provided, who indicated that she had astigmatism but referred her back to original surgeon who indicated that a limbal relaxation incision may help with her astigmatism. The patient is extremely unhappy because she is an artist and needs to see clearly. She was hoping that by getting a multifocal, she wouldn't need to use glasses. No further information was provided.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements.. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.